Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited undersensing. All other electrical values were within range. The lead was replaced; it is unclear if the lead was capped or explanted. The patient was feeling well prior and post surgery.